Manufacturer narrative:
(B)(4). Date of initial report: 06/06/2016. Date of follow-up report: 07/18/2016. Evaluation of the incident electrode confirmed the insulation was damaged. The electrode failed high voltage breakdown testing. Although the exact cause of the insulation damage cannot be determined, similar damage has occurred with the use of guiding needles.

Manufacturer narrative:
(B)(4). Date of initial report: 06/06/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported the needle tip was found damaged prior to use on a patient. Another product was used to complete the case, there was no patient involvement. Covidien's initial evaluation found the insulation on the needle was damaged and the needle failed hipot testing.